Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure wherein the lead was moved and remains implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: 5001555, UDI: (B)(4).